Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected sample 1 from patient 1 on (B)(6) 2020 which was tested on the state lab's methodology (no further details) and resulted as sars-cov-2 rna not detected (this was reported to the physician). Sample 2 from patient 1 collection occurred on (B)(6) 2020 which was tested on xpert xpress sars-cov-2 and resulted as sars-cov-2 positive (this was reported to the physician). Sample 1 from patient 2 was collected on (B)(6) 2020 which was tested at mayo labs (unknown platform) and resulted as negative for sars-cov-2 (this was reported to the physician). Sample 2 from patient 2 was collected on (B)(6) 2020 which was tested on xpert xpress sars-cov-2 and resulted as sars-cov-2 positive (this was reported to the physician). Root cause is target at lod. There is no evidence of product malfunction and there was no reported patient harm. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2 eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected sample 1 from patient 1 on (B)(6) 2020 which was tested on the state lab's methodology (no further details) and resulted as sars-cov-2 rna not detected (this was reported to the physician). Sample 2 from patient 1 collection occurred on (B)(6) 2020 which was tested on xpert xpress sars-cov-2 and resulted as sars-cov-2 positive (this was reported to the physician). Sample 1 from patient 2 was collected on (B)(6) 2020 which was tested at mayo labs (unknown platform) and resulted as negative for sars-cov-2 (this was reported to the physician). Sample 2 from patient 2 was collected on (B)(6) 2020 which was tested on xpert xpress sars-cov-2 and resulted as sars-cov-2 positive (this was reported to the physician). Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.